Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a motor rate sensor failure on the printed circuit board. There was no reported patient involvement.

Manufacturer narrative:
D9 - date returned to mfg.: 16-jul-2016. H3: one device was received for analysis. The service history review identified no previous repairs. The customer reported issue was confirmed and verified in the alarm history review. The root cause of the issue was a faulty main board. The main board was replaced. To fix the motor error issue, the left and right clutch, clutch spring, worm gear, worm coupling, and motor were replaced. The device then passed all the testing and is fully operational.